Manufacturer narrative:
Evaluation method: medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Event description:
The patient post-treatment follow-up form @18 months was received for the right (od) eye and the patient indicated he had loss vision because of the development of a cataract or have had cataract surgery. The surgeon was contacted and could not confirm the complaint because the had not seen the patient since (B)(6) 2011. See MFR report #2023826-2012-00943 for the other eye.

Manufacturer narrative:
(B)(4): evaluationmethod - lens work order search.results:a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).